Manufacturer narrative:
Corrected data: brand name: triathlon p/a cr beaded #3l. (B)(4). Catalog #: 5517-f-301. Lot #: ecftp1. Expiration date: 4/30/2018. Other # (sterile lot #): p4112. Manufacturing site for devices: stryker orthopaedics-(B)(4). (B)(4). Device manufacture date: 4/12/2013. The patient is (B)(6) inches in height. An event regarding femoral loosening involving a triathlon femoral component was reported. The event was not confirmed. Device history review: DHR review determined that the lot was manufactured and packed to specification. Complaint history review: chr review confirmed that there have been no similar events for the lot. Conclusions: the exact cause of the reported femoral loosening could not be determined with the limited information provided. Further information such as product return, x-rays, operative notes and medical records are needed to complete the investigation to determine a root cause.

Event description:
Failed left total knee arthroplasty. Mechanical failure. Loose femoral component. Exchanged all components.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown femoral component. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
Failed left total knee arthroplasty. Mechanical failure. Loose femoral component. Exchanged all components.